Event description:
Upon arrival to ecp, pt stated there was difficulty drawing labs in blood draw. After priming the cellex instrument, the red and blue lumens were connected to the instrument. A 10cc syringe was connected to the red lumen to check for blood and there was no blood return. After numerous attempts to draw via the cellex, a power flush was done with both the red and blue lumens. The patient was repositioned on her side and in the supine position with numerous occlusions and alarms, including accelerometer #46 x 2. A total of 30 ml whole blood was in the kit and the treatment was ended due to alarms, and then aborted. A new kit was threaded and primed and there was a +blood return from the red lumen. The patient was then connected to the instrument and had a successful treatment. Therakos was contacted for return credit for the kit and also for notification regarding the minimal loss of blood. (30cc) pt vss upon d/c home.